Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which located 1 similar complaint(s) with the same failure mode for this serial number. Case no: (B)(4). A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jan-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that main drawer 3 repeatedly has issues with cubie and drawer failures. A field service engineer (fse) disassembled and reassembled the inside of the drawer but found no issues during inspection. The fse then reseated all connections at the back of the drawer and replaced the retractor band cable due to visible physical damage. After completing the repair, the fse had the customer log in and confirm that everything was functioning correctly. The system functioned as intended after the field service engineer repaired the device. Initial reporter facility name e1- (B)(6).

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, the drawer three was failed and not detected on the communication bus. The customer reported that the malfunction took place when the user tried to dispense medication to the patient however, no delay reported. There were no adverse events or injuries reported based on this incident.